Manufacturer narrative:
The cause of the discrepant falsely elevated pt result is unknown. However, analysis of the instrument data revealed no systematic failures or qc failures and is suggestive of a sample integrity or sample handling issue causing the non-repeatable elevated result. A customer service engineer was dispatched to the site and did not identify any instrument issues. The event is an isolated incident. The sample was not remixed and respun before repeat testing occurred, however a pre-analytical variable cannot be ruled out such as improper/incomplete mixing of tube post collection resulting in falsely elevated results during the initial processing. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated prothrombin time (pt) result was obtained on a patient sample on the ca-540 instrument. The patient result was reported to the physician who questioned the result. The repeat test of the sample gave a lower result in the normal reference range. Patient treatment was altered on the basis of the falsely elevated pt result. A scheduled brain surgery was delayed until a CT scan was performed. There is no indication of adverse impact to the patient due to the falsely elevated pt result, the CT scan, or the delay.